Manufacturer narrative:
The display was blank intermittently because the battery tube was corroded.

Event description:
It was reported that the battery leaked inside the insulin pump's battery compartment. After a new battery was inserted, the insulin pump would not turn on. Nothing further was reported.